Manufacturer narrative:
The fsr tried to seek more information but perfusionists (ccps) did not recall the exact scenario. The fsr tested the heater cooler unit and could not duplicate the reported issue. The fsr completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) found the heater cooler unit tagged with a note "cardioplegia (cpg) side/temperature keeps shutting down/not working". Note was dated (B)(6) 2015. No other details regarding the nature of this event were provided.